Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence, reusing cartridges, and loading cold insulin. Tandem technical support educated the customer that this is off label. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 108 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Cold insulin: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Air removal: the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.